Event description:
When opening each door to two of the channels on the left side of the pc unit, the tubing/medication began to immediately free flow. This was not connected to the patient at this time. It was during the time of cleanup. Pc unit: s/n [redacted number], free flow pump 1: s/n [redacted number], free flow pump 2: s/n [redacted number].